Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) unit safety disk leak test failed. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b1, b3, b4, d9, g3, g6, h2, h3, h4, h6(investigation type, investigation findings & investigation conclusions), h10. The fse that encountered the issue replaced the safety disk. Complete pm performed with full calibration. Unit passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use. The maquet failure analysis and testing (fat) department received the safety disk associated with this complaint. This part was received with a reported unit failure message of membrane leak tests failed. Performed visual inspection of this part received and part looks to be in good condition. Installed the safety disk into the cardiosave test fixture and tested to the factory specifications and the cardiosave service manual. The failure analysis and testing department could not verify the failure of membrane leak tests failed. Safety disk passed testing with result of membrane diff. Pres. 2mmhg, the factory specification is +-6 mmhg. Retaining safety disk in the fat dept. As per procedure.